Event description:
Ous MDR - after an implantation period of about 26 months, oversensing without inappropriate therapy and shock impedance values around 200 ohm were reported via home monitoring on (B)(6) 2013. Although the physician requested a follow up several times, the patient did not comply. It was further reported that the patient was hospitalized at the end of (B)(6) 2014 after having received shocks. On (B)(6) 2014, back up mode was detected, while the patient was already in hospital. Upon interrogation just before the explant procedure, the ICD was found to be eos. Apart from the shocks, no further adverse patient side effects have been reported.

Manufacturer narrative:
The performance of the lead was scrutinized, including a visual and an electrical inspection. The analysis revealed severe abrasion marks in the area of the tricuspid valve with a damaged insulation as a result of wear at this position. This damage can be considered to be the root cause of the low pacing impedance values mentioned in the complaint description as well as the noise present in the iegms. Based on the characteristics and location of this damage, it is reasonable to assume that the lead had been subject to a severe mechanical stress in the implanted state as a result of the interaction with the tricuspid valve. Diagnostic images clarifying this assumption were not available for analysis. The analyses of the ICD and the lead did not reveal any sign of a material or manufacturing problem.